Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address liner disassociation.

Manufacturer narrative:
Conclusion and justification status: njr complaint 9 report for pinnacle liner disassociation, right hip, head and liner revised. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A DHR review found no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.